Manufacturer narrative:
The adpativeclean brush head is an accessory to the sonicare diamondclean power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.